Event description:
It was reported that a minimum fill notification occurred. There was no adverse impact to the customer¿s blood glucose level. The customer reloaded the same cartridge and successfully loaded it onto the pump, allowing them to resume insulin.